Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure in 2010 for normal battery depletion, the ventricular lead was removed from the pacemaker header without difficulty. However, difficulty was encountered removing this atrial lead as when the lead was pulled, it was noted the lead was stretched from the distal pin to the proximal ring. The pacemaker header was broken and the lead was removed. Measurements with the pacing system analyzer were normal. Silicone bond was applied between the electrodes and the lead was connected to the replacement device. Due to the age of the patient, a decision was made to not implant a new lead. No adverse patient effects were reported. Boston scientific received additional information about this patient and lead. At the next device replacement procedure in 2018 for normal battery depletion, the ventricular lead was again removed from the old device without issue. However, removing the atrial lead was unsuccessful. The physician knew care must be taken due to the age of the lead, but when pulling the lead gently, the area between the ring connector and connector pin became stretched and damaged. The lead was surgically abandoned and the new device was connected to the chronic ventricular lead. Due to the patient's age, no new atrial lead was implanted. No adverse patient effects were reported.